Manufacturer narrative:
Date of event: unknown. Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. (B)(4).) - lens was discarded. (B)(4).

Event description:
The customer reported the haptic of the aa4203tl silicone three piece lens tore off during insertion into the eye. The lens was removed and discarded. The reporter stated they concluded the new tech did not use sufficient viscoelastic.